Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the tip of the large pointer disassembled prior to a surgical procedure. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The reported event that the tip of the device was missing was confirmed by the service technician. During the device evaluation, it could not be determined what caused the broken tip. Handling of the device has most likely caused the reported event.

Event description:
It was reported that the tip of the large pointer disassembled prior to a surgical procedure. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported.